Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error and battery out limit. The customer reported that the device was worn in their underwear. The customer's blood glucose level was 126 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, with corroded battery tube. No button error alarms noted. The insulin pump powered up properly after battery installation, the operating currents are within specifications and no battery out limit alarms noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, broken battery tube threads, minor scratches on the lcd window and missing the end cap sticker.